Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Current was applied to the sensor to perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing. All results were within specification. Therefore issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a complaint via email which reported that while the customer was using the freestyle librelink with a motorola edge 20-11, a "replace sensor" error message was received on the sensor. The complaint further indicated that the customer experienced a seizure however, no further information was provided in the email. Attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a complaint via email which reported that while the customer was using the freestyle librelink with a motorola edge 20-11, a "replace sensor" error message was received on the sensor. The complaint further indicated that the customer experienced a seizure however, no further information was provided in the email. Attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.